Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date during routine follow up, a type ib endoleak was discovered. The physician attempted to implant an endurant ii stent graft. The entry point in the right groin was found to be quite scarred, with numerous clips in the path of the device. The scarring made the device unable to pass through the femoral artery and was removed. An introducer for a 12 fr sentrant sheath was used to dotterize the access. Before attempting to implant the stent graft for a second time, it was noted that the stent graft cover had become wrinkled, and it was decided not to use the device. A second stent graft was implanted without difficulty. After the the successful implant of the second stent graft, the access was to be sealed with a 12 fr sentrant). The introducer had been used earlier to dotterize the access. The attempt to insert the sentrant proved unsafe, and upon removal, it was noticed that the tip of the sheath was cracked. The surgeon then utilized another manufacturer's (gore) sheath. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The sentrant sheath was returned within its original packaging, inside a generic brown box. The catalog and lot numbers on the label matched the numbers from the event. The sheath was returned bloody. Upon inspection of the device, there were two areas of damage at the distal tip of the sheath that were approximately 1.5 mm in length. The rest of the device was unremarkable. The dilator was inserted easily within the sheath without resistance. Microscopic pictures of the distal end of the sheath revealed that the sheath tip did not crack; however, there were two folds in the distal tip of the sheath that impinged the ID. The complaint was confirmed; there was damage to the distal tip of the sheath. The root cause of the event could not be conclusively determined during analysis; however, anatomy combined with clips within the artery may have contributed.

Manufacturer narrative:
(B)(4).